Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, instrument would not open. No patient consequence. Case completed with another device of the same product code.